Event description:
MFR rep reports a pt's stimulation device underwent a power on reset after walking through a security device at the airport. Add'l info on pt symptoms and outcome has been requested by the MFR, but has not been received as of the date of this report.